Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer sometimes uses cold insulin and uses pump supplies longer than 3 days with the mobi pump. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.